Manufacturer narrative:
An event regarding disassociation involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection: some scratches were observed on the external and internal surface of the returned ceramic head caused probably by the dislocation event and/or explantation. Dimensional inspection: the device was found to be dimensionally within specification as per igs-0029573 with the exception of sequence 4 (true position inner sphere) which could not be successfully determined due to explantation or dislocation damage to the adm liner. A functional inspection was not performed as the event cannot be replicated. Medical records received and evaluation: a review by a clinical consultant noted: bleeding complication early after the previous revision surgery caused hematoma formation which due to the distraction forces of the high pressure in the hematoma caused a dislocation. The presence of an mdm device made the dislocation of an intraprosthetic type that cannot be repaired without revision surgery. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: bleeding complication early after the previous revision surgery caused hematoma formation which due to the distraction forces of the high pressure in the hematoma caused a dislocation. The presence of an mdm device made the dislocation of an intraprosthetic type that cannot be repaired without revision surgery. No further investigation for this event is possible at this time as insufficient clinical information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
Sales rep informed that revision surgery was required due to the dislocation of hip. Item ref 6570-0-028 delta v-40 ceramic head 28/-4 had come out from the restoration adm x3 ins 28/48 1236-2-848. Surgeon removed both items and implemented new ones.